Event description:
It was reported that the battery gauge was fluctuating, leading to a pump shutdown. Additionally, it was reported that a separate, unexpected shutdown occurred. No further information was obtained as customer declined troubleshooting with tandem technical support. The customer's blood glucose was 299-317 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.